Event description:
It was reported that the power switch on the 6800 system would intermittently not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.